Event description:
It was reported that during a da vinci hysterectomy procedure, it was reported that during articulation of the pk dissecting forceps instrument, it was noted that the instrument was not articulating properly and that the cable on the instrument was broken. Reportedly, the surgeon to untwist the instrument to restore intuitive motion as the instrument was fully twisted in one direction. There were no error codes or error messages observed on by the surgeon indicating that there was any pressure on the master tool manipulators while articulating the instrument. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques in part due to the instrument malfunction and the patient had large fibroids. No patient harm or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The broken cable segments that contain the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert to open surgical techniques due to a malfunction of the pk dissecting forceps instrument. MFR report number 2955842-2014-02557 was also submitted regarding this incident.